Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® eclipse¿ signal¿ blood collection needle has been found experiencing 20 occurrences of leakage during use. The following has been provided by the initial reporter: blood ran in chamber of eclipse.

Event description:
It has been reported that the bd vacutainer® eclipse¿ signal¿ blood collection needle has been found experiencing 20 occurrences of leakage during use. The following has been provided by the initial reporter: blood ran in chamber of eclipse.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® eclipse¿ signal¿ blood collection needle has been found experiencing 20 occurrences of leakage during use. The following has been provided by the initial reporter: blood ran in chamber of eclipse.